Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 603 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. By reviewing the bolus history, found that the customer would not give any boluses for three to four days at a time, and would sometimes only give one bolus a day. Also found that the reservoir was empty at the time of the event, and the insulin pump was alarming no delivery. The nurse later called to inquire about further training for the customer, as the customer was not changing the infusion sets or using the bolus wizard feature. Advised that the insulin pump trainer would be contacted. Nothing further was reported.

Event description:
The facility representative reported to the (B) (4) on 08 january 2010 a colleague infusion pump with a malfunction of "channel c multiple power off." It is unknown when this condition occurred. There was no adverse event, patient injury or medical intervention associated with this report. The software for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B) (4)there is a CAPA (corrective action preventative action) number and fca (field corrective action) number associated with this report. The CAPA number is mdq-CAPA-(B) (4).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer informed that she had experienced itching and skin redness after using lifestyle's excite gel. She stated that she did not need medical attention; however, she was able to speak with a health care provider over the phone, who suggested applying hydrocortisone cream to the area.

Manufacturer narrative:
(B) (4) the user interface module master software (B) (4), categorized as unremediated. The pump was evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was due ot the channel c tube load motor. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.